Event description:
It was reported that during an unknown procedure, in a sleeve stapling technique, after the green staple, the gold one didn't close the fabric, but the following (blue) ones continued to close it. Note: the incident occurred only between the green and gold loads. No harm to the patient

Manufacturer narrative:
(B)(4). Date sent: 11/7/24. D4: batch #unk. H4: the device manufacture date is currently unavailable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - please explain in detail what was the issue with the device. Was the firing sequence started but not completed? - if yes: did the device deliver any staples? - if yes, were the staples formed properly? - if yes, was the staple line complete? - did the device cut? - if yes, was the cut line complete? - if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? - was there any difficulty opening the device? - if yes, how was the device removed from the patient? - if yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gst60d with lot number 791c26; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.